Event description:
The pt was implanted with a left ventricular assist device (lvad). The biomedical engineer reported that the pt reported three red heart alarms during the night. Two of these alarms occurred while he was lying supine, and one alarm occurred while he was lying on his back. The device interrogation in clinic revealed multiple "low flow" and "pump off" alarms between the hours of 21:08 and 23:51. A bedside echo revealed aortic valve opening with each beat. A ramp study was performed, which revealed aortic valve opening with every 2nd to 3rd beat at a speed of 10,200 rpm's. Of note, there was damage noted to the pt's pm at the insertion site of the pt's 20' cable. A pin-hole on the left outer corner appears to be dented in.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.